Manufacturer narrative:
Additional information was requested and the following was obtained: your questions are irrelevant. Sutures were not studied. Does the surgeon believe that any ethicon products were related to any adverse events in this series of patients described in the article? Does the surgeon believe the use of pds suture contributed to the fistula? Does the surgeon believe the use of vicryl suture contributed to the fistula? Can the number of patients be identified? Were these cases previously reported? Are there devices to be returned for analysis?

Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/08/2016. (B)(4). Concomitant medical products: tegaderm wrapping, peha haft, to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempt is being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any ethicon products were related to any adverse events in this series of patients described in the article? Does the surgeon believe the use of pds suture contributed to the fistula? Does the surgeon believe the use of vicryl suture contributed to the fistula? Can the number of patients be identified? Were these cases previously reported? Are there devices to be returned for analysis? Is the product code /lot number available for any of the devices used? Can the number of patients be identified? Please provide the procedure performed? Can specific patient demographics be provided for the subjects of this article? If so, please include: pre-existing conditions, exact procedure performed , specific medical/ surgical intervention per patient. Were these cases previously reported? Are there devices to be returned for analysis? Is the product code /lot number available for any of the devices used?

Event description:
It was reported in a journal article that the patient underwent a hypospadias repair procedure by one of techniques like mavis, tip, duckett plasty or byars ii reconstruction on unknown date between (B)(6) 2011 and (B)(6) 2014 and suture was used for urethral reconstruction with running or interrupted patterns. Following the procedure, the patient possibly experienced an infection, hematoma/bleeding and/or meatal stenosis, which defined as difficulty urinating and/or urinary retention. The patient possibly experienced a fistula or ruptures that necessitated reoperation. Additional information has been requested.